Event description:
A (B)(6) infant with chorioamnionitis having line dressing change at bedside. Rn pulled back catheter icm after undressing site. No problems encountered when tegaderm dressing removed. X-ray placement done to confirm placement. Rn noted leaking at point where hub meets silicone line when rn was preparing to redress the site. Product issue required new placement of PICC line with 3.5 ml estimated blood loss. No pt harm.